Event description:
Allegation the unit had a "bad alarm" and the unit's sibling alarm was not functioning properly, "unit able to be turned off without holding in the reset button and the alarm is not sounding". There was no reported patient harm as the unit was not in patient use. The malfunction was discovered by technician during preliminary testing prior to patient use. An engineering investigation is currently being performed and the customer's complaint was confirmed. The unit's alarm is currently chirping rather than sounding to specification. The alarm component is functional; however not to specification. Further investigation is being performed to determine the root cause of this malfunction. The alarm component will be replaced to correct this problem.